Event description:
New information received states that the patient condition was stable during and after the procedure.

Event description:
It was reported that the lv lead was explanted due to high capture thresholds.